Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type: programmer. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed main board intermittent failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated their controller wasn't working, and clarified the screen would respond to the touch. Pt said the controller would charge, but then they couldn't do anything else or charge the implant due to screen not responding. Pt said they had noticed that for like a month, and just went to see their healthcare provider (hcp) who told them to call mdt. Pt plugged controller in without li battery and reported the screen turned on, and pt saw memory problem. Pt then reinserted li battery and reported the screen stayed on. Pt was able to press ok along the bottom on the date/time screens, but when they got to the lock screen and tried to press and hold the lock symbol, nothing happened. Pt said it looked like there were a couple hairline cracks on the screen additional information was received from a patient (pt) regarding an external device. Pt said that ever since they received their replacement, they have had issues. Pt said the controller screen will freeze and this happens with and without the recharger telemetry module (rtm) inserted. Pt tried using the controller with aa batteries and it worked for a little bit but then it went unresponsive. Patient services (pss) had the pt reset the controller and plug the controller into the ac power supply and it did not power on. Pt said there was no visible damage to the ac power supply and the power supply was lit up green. No symptoms were reported.